Event description:
It was reported the customer had differences between their sensor glucose and blood glucose readings. It was also found the customer was experiencing a high blood glucose of 439 mg/dl. Troubleshooting for the customer's inaccurate readings found the customer had a bent sensor cannula. Customer was advised the bent sensor cannula will cause inaccurate readings. No additional information provided.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.